Manufacturer narrative:
The reported event of unable to insert stylet was confirmed. As received, a complete lead without a stylet was returned. The helix was extended and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil inside the connector region consistent with procedural damage. A stylet could not be fully inserted inside the lead due to over-torqued inner coil inside the connector region. The cause of the reported event was isolated to over-torqued inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures except internal shorting due to over-torquing the inner coil inside the connector region.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet had failed to advance into the novel lead. The lead was not used, and a new lead was inserted. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.